Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP. There was no allegation reported by the patient. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR reference number 2518422-2022-64953.